Event description:
Device malfunction: balloon separation. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that after an unspecified stent was implanted in the liver tract and partially in the portal vein, the fox plus balloon was inflated within the stent in order to pull it back slightly. However, as force was applied to pull the stent with the inflated balloon, the complete balloon material became detached from the catheter. The balloon material was snared and completely removed from the anatomy. There was no adverse pt effect reported. Though requested, add'l info was not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.